Event description:
The international customer reported the device was not booting up. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturer's service engineer confirmed the reported problem. The service engineer reported a loose connection was found in the display assembly. The service engineer reported the connection was restored and the reported problem was corrected. Power failure or loss of power during normal ventilation operation may result in shutdown of device.

Manufacturer narrative:
Loose connection in display assembly.